Manufacturer narrative:
Investigation completed 6/06/2017. Method: -device evaluation. -device history review/service history. -trend analysis. The product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. To support the complaint investigation for cause; the cam02 monitor¿s log file was reviewed specifically to the awareness date 04-may-2017. Error code e1003 was confirmed to occur at the reporting facility on the (B)(6) 2017 thus confirming the complaint as valid however based on the service center evaluation a root cause could not be established since the complaint incident could not be duplicated and the cam02 monitor was verified as performing to specification. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016 ¿ sep. Service history review: service history was reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿e1003¿ in the search criteria. The review encompassed dates 11-jun-2016 to 11-may-2017. There are 2 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: (B)(4). Conclusion: the complaint incident was verified as valid based on the device¿s log file review; however the investigation for cause was unable to identify the root cause of the complaint incident. The cam02 monitor was verified as performing to specification.

Event description:
It was reported by the customer, that the monitor is detecting error code e1003-power board failure. It is unknown when the product problem occurred, and if there was any patient contact. Request for additional information was sent.

Manufacturer narrative:
Additional information was provided by the customer on 16may2017. The date of the incident was (B)(6) 2017. The cam02 monitor that was red tagged displayed the error code ¿power board failure, code e1003". It was unknown if there was patient contact, patient age and gender. It was also unknown if there was a surgical delay or any patient adverse consequence. Patient outcome was reported as unknown.